Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; (B) (4) no anomalies found; there are eight sets of set screw marks on the is-1 connector pin and three of these sets are too proximal which indicates the lead was not fully inserted into the device; full lead in segments returned and analyzed.

Event description:
It was reported the patient was experiencing episodes of dizziness. Holter monitor showed there was atrial pace not followed by ventricular pace. The lead and ICD were explanted and replaced. Testing in the clinical lab showed the device parameters were within normal limits, although it was reported that evaluation of the holter monitor strip showed the device appeared to be oversensing.